Manufacturer narrative:
Product passed functional testing per process summary 12000065 u steps 5.1 thru 5.4.9 with no erratic pressure or flow problems. Product passed functional testing during 48 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings normal and well within specs during all tests. No problem found. (B)(4).

Event description:
The pump ran away with fluid shoulder blew up and surgery had to be cancelled because the surgeon could not see. Additional information states the case was aborted because of the excessive intravasation while surgeon repaired rotator cuff. The patient has been put on some type of medication to get the swelling down, but there is still some numbness related to the excessive fluid in the tissues. The subacromial decompression was not completed.